Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and absence of no delivery alarm. Customer's blood glucose level was in the 300 to 400 mg/dl range. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with a manual injection. Troubleshooting for absence of no delivery was performed. Customer advised they would test the device with manual boluses and realized the insulin pump would not alarm no delivery even though insulin did not exit the tubing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.